Event description:
The customer reported the system displayed a filament regulator error. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the filament driver board, igbt snubber assembly and the high voltage tank, and performed a generator calibration. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.